Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue, route. Guide cath: britetip 7f xb4.0, ivus. Stent: vision 2.75 x 23. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with contrast visible in the inflation lumen and in the loosely-folded balloon, which suggests that the balloon was prepared for use and pressurized during the procedure. The analysis confirmed that there was a longitudinal rupture along the entire working length of the balloon. Scanning electron microscopy (sem) analysis indicated that the balloon failure may have been attributed to damage initiating from the inside of the balloon as partial tearing was observed along the inner surface and at the edge of the fracture. Damage of this type is most consistent with exposure conditions during the procedure, a material processing discrepancy, multiple inflations and/or high stress being applied to the balloon material. In this case, since there was no report of any leaks noted during preparation for use and the catheter was initially pressurized once without incident, this suggests that the balloon was not damaged prior to the procedure. The lesion was characterized as mildly tortuous, moderately calcified and 90% stenosed, which may have contributed to the reported event. The sem analysis revealed that there was a longitudinal crack found running along the length of the inner member between the balloon markers. A cross-section of the crack noted that only the outer layer of the inner member material was affected. Damage to the inner member can occur from factors including, but not limited to, damage during processing the inner member material, material and/or handling. In this case, the exact cause for the inner member damage cannot be determined. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Based on the information received, the analysis of the returned product and the results of the sem analysis, the reported rupture appears to be related to operational context of the device and not a product quality deficiency. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database did not reveal any other incidents reported from this lot. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid left anterior descending artery with mild tortuosity and moderate calcification. A 2.75 x 23 vision was direct-stented. Post-dilatation was performed with the voyager nc balloon, at the proximal area of the implanted stent; however, it was observed that the balloon ruptured on the second inflation, at 16 atmospheres. Another voyager nc was used for further dilatation, at 18 atmospheres. There were no adverse patient effects reported. No additional information was provided.